Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. The product was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed to the device. No lens returned. The product investigation could not identify the root cause for the reported complaint. The plunger has been retracted to mid-nozzle. No iol was returned. The lens position for the advancement cannot be confirmed. No damage was observe to the returned device. We are unable to complete a thorough investigation to determine a root cause. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a fault with the lens injector and the intraocular lens (iol) came out in force during insertion. There was no reported patient harm. Additional information was received reporting there was no patient harm.